Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated from january 2003 to december 2014. This is 2 of 2 reports for this event. Device remains implanted.

Event description:
The article provided the retrospective analysis of intracranial arterial stenting of symptomatic atherosclerotic disease outcome. In total 22 patients were referred for stenting of symptomatic intracranial atherosclerotic stenosis. Following angioplasty different types of stents were placed across the target lesions during endovascular treatment. Patient # 6: the patient with the medical history of recurrent right hemiparesis was treated with angioplasty and stenting for mid-basilar artery (60%) and right petro-cavernous-internal carotid artery (ica) (80%) stenosis under general anesthesia. The first stent was placed across the mid-ba lesion and the second stent (subject device) was placed across the ica lesion. The patient developed post-procedural acute right pons infarction and one month later died. Medical treatment (unspecified) to treat the stroke was performed. No further information provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient death and stroke are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The article provided the retrospective analysis of intracranial arterial stenting of symptomatic atherosclerotic disease outcome. In total 22 patients were referred for stenting of symptomatic intracranial atherosclerotic stenosis. Following angioplasty different types of stents were placed across the target lesions during endovascular treatment. Patient # 6 (refer to table 1): the patient with the medical history of recurrent right hemiparesis was treated with angioplasty and stenting for mid-basilar artery (60%) and right petro-cavernous-internal carotid artery (ica) (80%) stenosis under general anesthesia. The first stent was placed across the mid-ba lesion and the second stent (subject device) was placed across the ica lesion. The patient developed post-procedural acute right pons infarction and one month later died. Medical treatment (unspecified) to treat the stroke was performed. No further information provided.